Event description:
It was reported that the right atrial (ra) and right ventricular (rv) implantable pacing leads displayed high thresholds and high impedance. The leads were confirmed to be fractured. It was reported that the patient had outgrown their leads. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, implanted: (B)(6) 2004; sdr303b implantable pulse generator (ipg), implanted: (B)(6) 2004. (B)(4).